Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. In the event that additional information is received, a supplemental report will be submitted.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock. The reporter stated, ¿when dripping the chemotherapy drug, the vent hole was covered, but the leaking issue continued¿. There was patient involvement; however there was no harm reported.